Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of burning smell was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The root cause was undetermined. The device's service history record was reviewed and no issues were identified. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted (B)(4) service center to report they smelled burning insulation while on the homechoice device during use. The technical service representative arranged to have the device swapped. No patient injury or medical intervention was indicated at the time of the initial report. Follow up with the nurse revealed that the patient did inform her of the issue and that the patient was able to continue with therapy using manual supplies. The nurse also stated that the hp believed that the smell was coming from the device. The nurse stated that the patient is doing well on the new unit. No patient injury or medical intervention was associated with this report.